Event description:
"Povidone iodine leaked from the connection between a transfer set and mini cap". The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to baxter japan.